Manufacturer narrative:
A specific cause for the reported subarachnoid hemorrhage could not be conclusively determined. The patient remains ongoing on vad support and no related events have been reported at this time. Bleeding and stroke are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient¿s gender was requested, but was not provided. The patient¿s weight was requested, but was not provided. Unique identifier (UDI) #: (device identifier) - (B)(4). Approximate age of device ¿ 10 months.  Additional information was requested, but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient suffered a subarachnoid hemorrhage on tuesday, (B)(6) 2017. Patient was taken off all anticoagulation and then experienced elevated power with rising lactate dehydrogenase (ldh). Additional information was requested, but was not provided.